Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that the handpiece was being tested for functionality and it was found to have a loose stud mount. No pt involvement occurred.